Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 17736354/17941823, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2316-70, serial number: (B)(4), batch/lot number: 17008989, model/catalog description: infinion 16 lead kit 70 cm. Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number: 17901802, model/catalog description: splitter 2x8 kit-sterile. Model number/catalog number: sc-3138-25, serial number: (B)(4), batch/lot number: 20958691, model/catalog description: lead extension kit 25cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.